Event description:
Revision surgery occurred for patient with a bicompartmental knee implant.

Manufacturer narrative:
Revision surgery occurred for patient with a bicompartmental knee implant. The patient was revised due to synovial disease and gout indications. The iduo g2 implant was loosened due to bone deterioration. The complaint appears to be patient condition related. Review of the device history records indicates that the device was manufactured to specifications.